Event description:
It has been reported to philips that, system would not power up. System was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system will not power on. Review of log files showed that the connection to the x-ray-pc is lost. In the next 2 system restarts the issue is not solved. As a part of troubleshooting the fse replaced the x-ray pc. After replacement, the system was performing as intended and was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.